Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced underfill or low draw of a tube with blood. This event occurred 1000 times. The following information was provided by the initial reporter and translated to english: the customer stated "coag tube 1,8ml., underfill".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/26/2020. H.6. Investigation: bd received 600 samples and 1 photo from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced underfill or low draw of a tube with blood. This event occurred 1000 times. The following information was provided by the initial reporter and translated to english: the customer stated "coag tube 1, 8ml., underfill".